Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump has stopped all insulin delivery. The customer's blood glucose level was impacted, as it was reported to be low. It was confirmed that the customer had alternate insulin therapy available.